Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml and flow rate: 5ml/hr. Procedure: open reduction internal fixation-right shoulder. Cathplace: right interscalene. Hotline received call from nurse that bolus button was stuck in the down position with the orange refill indicator in the top position. Anesthesiologist was notified and gave permission to nurse to check patency of the catheter. No kinks or add-on filter noted. Update: per nurse (B)(6) 2011, infusion started on (B)(6) 2011 after surgery. Pump removed on (B)(6) 2011 and replacement pump was not given to the pt.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.